Event description:
The customer reported that the 840 ventilator had a blank screen. There was no pt involvement. The customer reported to have reseated the breath delivery to graphical user interface cable. The customer reported the display came on normally. The ventilator passed extended self test (est).

Manufacturer narrative:
(B)(4).